Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.

Event description:
Five hrs after implantation of two cypher stents, the pt experienced a thrombotic event in one of the cypher stents. The procedure was an elective percutaneous coronary intervention targeting the proximal left circumflex and the left main trunk to the proximal left anterior descending branch of the coronary arteries. The proximal left circumflex vessel was a de-novo, eccentric and the lesion was calcified with a length of 5mm and a diameter of 2.5mm. Vessel classification was type b2. The first cypher (2.5/18mm) stent was implanted at 20 atm for 20 seconds. Pre-dilatation and post-dilatation was not conducted. Intravascular ultrasound was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. For the lesion at the left main trunk and the proximal left anterior branch, the vessel was a de-novo, eccentric and the lesion calcified with a length of 10mm and vessel diameter of 3.5mm. Vessel classification was type b2. The second cypher (3.5/18mm) stent was implanted at 20 atm for 20 seconds. Pre-dilatation was not conducted, but post-dilatation was conducted with a balloon (4.0/13mm) at 20 atm for 10 secs. Intravascular ultrasound was conducted. The residual percentage of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. The two stents were implanted by t -stenting but there was a little gap between the two cypher stents. Five hrs after the procedure the pt complained of chest pain. Coronary angiogram showed thrombus in the cypher stent implanted in the left circumflex. The thrombus was treated by implantation of a bare metal stent (duraflex) in the thrombosed cypher. According to the physician, the thrombus occurred because of the gap between the cyphers.